Event description:
It was reported that the patient's second pump failed. The pump had a motor stall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a pump with a motor stall that had to be replaced. The pump would not be sent in for analysis as the patient had the pumps. The indication for use was non-malignant pain and other non-malignant pain. The patient was receiving fentanyl, clonidine, baclofen, marcaine, and morphine at unknown concentrations and dosages.